Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information has been provided by johnsons & johnson surgical vision, inc.

Event description:
It was reported that the intraocular lens (iol) was explanted as the iol was dislocated and sitting on the retina. The lens was retrieved and explanted. A pars plana vitrectomy was performed along with replacement with a scleral fixated iol. The retinal detachment was repaired on (B)(6) 2019 by another doctor. Additional information notes that at the patient's last visit, (B)(6) 2019, vision was counting fingers. On (B)(6) 2019 per retina report, vision was 20/400. It is unknown how the lens became dislocated. Dislocation was seen day 1 post op on referral. Unknown if the lens caused or contributed to the retinal detachment. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: as the product does not return for the evaluation, the complaint cannot be confirmed and either a product deficiency can be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.